Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board (sib) was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-00866 is being filed to correct the block b3 incident date from 1/17/2023 to 01/17/2024.

Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-00488 is being filed to correct the block b3 incident date from 01/02/2023 to 01/02/2024.